Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number. The customer returned a skin graft mesher device, serial number (B)(4) , for evaluation. Product review of the skin graft mesher on november 1, 2019 revealed that the calibration and sample mesh could not be taken due to the bent comb. The roller, roller gear, and side plates had visible damage. The device was received with a 2195 ratchet. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 1, 2019 which included replacement of the roller gear, comb, bearings, side plates, and roller. Skin graft mesher, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the skin graft mesher was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as a damaged comb, roller, roller gear, or side plates. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the roller gear, comb, bearings, side plates, and roller were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery the device was not properly working. There was no harm to the patient. No delay. No additional skin graft taken. Upon repair of the device, it was identified that there was a damaged comb. No adverse events have been reported as a result of this malfunction.